Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that the cardiac resynchronization therapy defibrillator (crt-d) system displayed oversensing and pacing inhibition on the right ventricular (rv) channel. The pacing inhibition did not result in asystole. The root cause for the clinical observations remains unknown. The decision was made to explant and replace this crt-d. The associated rv lead was surgically abandoned and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this cardiac resynchronization therapy defibrillator (crt-d) was thoroughly inspected and analyzed. Pin gauge testing confirmed that all port diameters were within design specification range; however, the diameter of the is-1 (rv) spring contact component was found to be out-of-specification. This may have resulted in a suboptimal connection with the lead terminal. This laboratory finding may have contributed to the reported clinical observations.